Event description:
The customer reported that the device failed plunger position test during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Additional information added to: a review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Technical support performed troubleshooting over the phone to determine the customer reported issue of failed plunger position test during pm. Technical support - 1. Replace linear sensor assy. 2. Return to factory. Recommended replace linear sensor assy. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support - 1. Replace linear sensor assy. 2. Return to factory. Recommended replace linear sensor assy. A review of the device history record showed the device had a manufacture date of 12/22/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device failed plunger position test during preventative maintenance. There was no patient involvement.